Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va13p8y, implanted: (B)(6) 2016 explanted: (B)(6) 2021, product type device(s) are: product ID: 3889-33, serial/lot #: device(s), ubd: 26-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient(pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that pt fell a couple months ago and has been getting random shocks that increased their blood pressure.  An impedance check was ran on lead and all 4 electrodes were outside the normal parameters.  The device was explanted.